Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this form, "(B)(6)." Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact info was provided. On 08/31/2013 the complaint posted the following: "beginning on (B)(6) 2008 the creator and moderator of this blog (the pt) identified as (B)(6) made the first posting stating that for the past year (B)(6) was having problems with acuvue oasys contact lenses. (B)(6) was told by eye care professionals (ecp) that "maybe I can't wear contacts anymore, maybe my lens cleaning solution isn't right, maybe I should wear my contacts less. These were all interesting things to say, given that I'd never had any problems with eye irritation with my old acuvue 2 lenses. I recently became aware that my story isn't rare, and I found out some more with a little digging through medical journals that others in my situation might like to know." (B)(6) wrote that acuvue 2 contact lenses had been worn since the age of 12 and wore them for 13 years with no problems. (B)(6) wrote: "the last year, I've been plagued with eye problems. Throbbing, burning, redness, dryness, expensive doctor visits, wasted time, etc. I thought maybe I'd reached an age where I was just getting allergies. No such luck, though wearing the oasys lenses definitely gave me seasonal-allergy like symptoms. This is a repeatable reaction. I have done some pt and extensive testing on my body's reaction to these lenses, with yesterday's test resulting in a pretty gnarly sinus infection with sore throat and headache this morning. Yesterday's test makes all the symptoms of the last year make a lot of sense." On (B)(6) 2008 (B)(6) wrote that at (B)(6)'s request to the (B)(6), a switch was made to acuvue 2 contact lenses. On (B)(6) 2008, (B)(6) wrote: "my optometrist prescribed some steroids for the dryness and redness. I didn't bother with them and am slowly allowing my eyes to heal. The redness is taking a while to dissipate, and the last time I wore the contacts was 2 months ago. When I was doing my experimenting back in january, it took about 4 or 5 months w/out contacts for all the redness to finally go away." (B)(6) wrote I've gotten the doc to switch my prescription back to my old acuvue 2's since I never have a problem with them in the first place. He was extremely reluctant to do so and did mention "you might want to try a better solution." I told him that I never had a problem with the solution with my acuvue 2s and that I was not amenable to the idea of having to pay an extra (B)(6) /box for silicone-hydrogels plus an extra (B)(6) or (B)(6) per bottle for "a better solution" to supposedly make my more expensive contacts better. In any case, the oasys contacts irritated my eyes straight out of their original packaging without ever having touched a drop of solution." On (B)(6) 2013, (B)(6) wrote in response to another blogger's post: "also, I ended up having to see an ophthalmologist who concluded that there was something up with the contact lens right away. He recommended no lenses until the redness dissipated. My optometrist, on the other hand, tried to hit me with steroids and blamed the solution and me. I will grant you, of course, that perhaps my hygiene regimen wasn't good enough for the demands of silicone-hydrogel, but I'll tell you that my solution and my regimen (which had worked for years) stayed exactly the same after the switch." On (B)(6) 2008, (B)(6) wrote "my optometrist, like those of many other people, said that sih would be better for the eyes because they encourage better oxygen-blahblahblahblahblah. Believing my optometrist to be relatively informed about such matters and generally trustworthy (as one hopes one's health care practitioner is), I decided to try them, and they worked for 6 months. Then my eyes began getting redder and redder and redder then painful then quite bad. Of course, I didn't think to blame the contacts because I had managed to wear them for 6 months without issue, and the optometrist called it "allergies" for which he prescribed some sort of eyedrop which didn't help." On (B)(6) 2009, (B)(6) wrote in response to another blog post: "since acuvue oasys, I can no longer wear contacts longer than about 5 hours. One out of every five times, one or both eyes will be bloodshot by the end of that 5 hour stretch." On (B)(6) 2008, (B)(6) wrote in response to another blog post: "as of late, I'm now able to wear my acuvue 2's for a maximum of about 4 hours at a time without ill effect. I put them on only for when I'm going to train or play sports. That's a big improvement over not being able to wear them for even 30 mins!" On (B)(6) 2009, (B)(6) wrote in response to another blog post: "the only thing I have found that helped was putting warm compresses on my eyes several times a day. I've recently moved to a warmer climate, and my eyes seem to have responded well (meaning I can wear my acuvue 2's for longer periods but nothing like before). Obviously I'm not a doctor, so this is all "at your own risk" but see if warm or cold compresses might help. The other thing that sometimes helps my red eyes is a tiny smidgen of olive oil smeared just under my eye so that some of the oil gets onto the eye. I found that home remedy on the internet but it apparently causes intense burning for some people (not sure if it's person or brand of olive oil dependent)." On (B)(6) 2010, (B)(6) wrote in response to another blog post: "thanks so much for sharing your story! It gives us all a clue about where to go with our own eye issues. It's been well over a year since I stopped wearing the silicone hydrogels, and my eyes have recovered to the point where I can wear acuvue 2's for up to 8 hours (that's the longest I've tested) without any crazy side effects. I still cannot wear contacts every day and only wear them when playing sports (so just a few hours at a time usually). Perhaps there's a way to help the tear ducts recover? My eyes do still get noticeably drier than they ever used to." On (B)(6) 2012, (B)(6) wrote: "a short update that may give some a glimmer of hope. Just this past weekend, I tested wearing my acuvue 2s for 12 hours, and my eyes did not kick and scream and spew gooey garbage. I wore them again for 6 hours the next day without any issues as well. So it looks like (finally) my eyes are almost back to normal!" On (B)(6) 2013, (B)(6) wrote in response to another blog post: "I believe I posted an update somewhere on this blog (in a comment or blog post, I can't remember) in which I said it took about 2 or 3 years to be able to wear contacts for prolonged periods again. Even now, if I wear contacts for a long day, the next day I need to not wear contacts. I'm not sure what can be done to really fix the issues once it's there. I now wear glasses on a daily basis and contacts only for sports or similar activities. Since you only wore the oasys for a short period, if you take a total break from all contacts for a month or so, maybe you'll find you can go back to acuvue 2s without issue again? If anyone has any answers, please share them! I know my eyes have never fully recovered to the daily acuvue 2 usage that I used to have." On (B)(6) 2013, (B)(6) wrote: "thanks for sharing. I've been using clear care with my acuvue 2s for the last several years, and I can still not wear contacts all day like I used to, unfortunately. Clear care with the oasys contacts never worked." No additional info was posted by the moderator of this blog.

Manufacturer narrative:
If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings. The MDR for the pt's left eye is documented in MDR 1033553-2013-00159. No eval will be performed. No conclusion can be drawn. (B)(6).